Manufacturer narrative:
The following repair diagnostic codes were identified: (1) button failure due to abuse. (2) cosmetic defect from abuse. (3) damaged component from abuse. (4) missing/loose component from abuse. The following service codes were identified: (1) replaced chassis cover. (2) replaced front panel. (3) replaced membrane switch. (4) replace power board. (5) crossfire tier 3 repair. The following was observed: (B)(6) 2015 12:11:16 . Unit does not boot due to physical condition.. App vers: unknown. As per the receiving dept., the unit was damaged and improperly packaged. There is extensive front panel damage on the unit including a broken power switch. As per the customer, the unit had burnt out. There are burnt components on the power board. There are a couple of screws missing from the master control board and one of them is loose inside the unit. One of the edge cards have been popped out of the power board. The display board is misaligned and loose. Chassis cover is bent on the rear corner. Software may have to be upgraded. Repairs: replace power board, replace front panel, replace membrane, replace chassis cover, adjust display board, upgrade software if necessary. (B)(6) 2015 12:43:28 : rcvd unit damaged. Not properly packaged. Probable root cause: console fuses fail to break circuit due to excessive mains current leading to fire. Isolation power supply failure. Use error: console is sterilized or disinfected. Use error: console cleaned with incompatible products. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that sparks and smoke were present with the unit.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that sparks and smoke were present with the unit.